Event description:
Received info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cable. The unit passed extended self testing.